Event description:
It was reported that a home patient (hp) reused single-use supplies during priming of peritoneal dialysis therapy. The care giver (cg) stated that the hp only swapped out the cassette, and attached the bags from the previous set up when restarting therapy. It was not reported if proper procedures were reviewed with the customer. The cg stated if an alarm would occur, they would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where reuse of a single-use product occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.